Event description:
It was reported there was a malfunction resulting in the inability to switch ventilation modes as expected during a case. The patient was switched to manual ventilation to resolve the issue.

Manufacturer narrative:
No patient information provided to date after calls to customer (B)(6) 2022 and (B)(6) 2022. Legal manufacturer: (B)(4).